Event description:
The patient experienced a loss of efficacy which was unrelated to the device. One of the inss might not be working. It was confirmed with the patient programmer that both of the inss were on. She was very active and doing very well the last couple of weeks. She had an adjustment a week ago. She had been sleeping for the past 3 hours and was unable to be woken up. She was slumped to one side and drooling which was not normal for her. The last time she had a battery issue she started drooling. No programming changes were known. Additional information has been requested.

Manufacturer narrative:
Adaptor model 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: extension: model 748240, serial# (B)(4), implanted: (B)(6) 2003, explanted: programmer: model 37642, serial# (B)(4), lead model 3389-40, lot# j0230871v, implanted: (B)(6) 2003, explanted: product lead: model 3389-40, lot# l89253, implanted: explanted: (B)(4).